Manufacturer narrative:
Failure analysis: received vela turbine pn: 16350 rev e, sn: (B)(4), and turbine interface pcba pn: 52430 rev f, sn: (B)(4), from rga: 865736-2. Visually inspected part. Installed in known good unit pn: 16532-00 sn: (B)(4). Unit came up vent inop, motor fault, low ve, and circuit disconnected. Replaced the turbine interface pcba with known good reference turbine interface pcba pn: 52430 rev f, sn: (B)(4). The issue was corrected with the reference turbine interface pcba. Findings/root-cause: the issue was duplicated and isolated to the turbine interface pcba. This is a known issue and carefusion has initiated an internal corrective action request through our corrective and preventative action system to address this issue.

Manufacturer narrative:
Carefusion requested additional information from the user facility regarding the reported event and status of the patient. As of september 29, 2015, there has been no response from the user facility. (B)(4). Carefusion dispatched a carefusion field service representative to the user facility to evaluate and repair the device. The field service representative evaluated the device and was able to reproduce/verify the reported event. The field service representative determined that both the main pcba and the turbine assembly were malfunctioning. The field service representative replaced the main pcba & turbine assembly and ran the device through a complete calibration & checkout per the service manual. Upon completion the device was returned to the user facility's control ready to be placed back into service. The alleged faulty main pcba & turbine assembly have been received and routed to the carefusion failure analysis lab and staged for evaluation.

Event description:
A user facility representative reported that while in use on a patient the device alarmed "circuit disconnect". The patient was removed from the device and placed on another device. There was no report of harm to the patient.

Manufacturer narrative:
Should not have been selected in the initial medwatch report.

Manufacturer narrative:
Failure analysis lab received a vela main pcba. The vela main pcba was visually inspected. The vela main pcba was installed in known good unit. Events log recorded multiple circuit disconnect messages and multiple xdcr faults. Delivered volume and monitored volume performance tests were performed. All volumes delivered and monitored were within specifications. The customers issue could not be duplicated however the issue was found in the turbine interface board. The vela main pcba was scrapped.